Manufacturer narrative:
Philips service replaced the suite pc and tested the system, which is now working fine. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the suite pc was freezing on the philips logo during boot-up on an azurion 3 m15. The clinical use of the system was unknown. There was no reported patient or user harm.